Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg), large ketones, and feeling sick. Contact inquired how to set pump settings to carbs instead of units and was not sure if this was related to the customer's condition. Prior to hospitalization, customer had attempted to manage bg issue by changing supplies, delivering a bolus, and manual injections. Multiple follow up attempts were made to obtain hospital release date and outcome; however, no additional information was provided.